Manufacturer narrative:
Concomitant medical products: product ID 97755, serial# (B)(6); product type recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that there was a recharge antenna failure, no device found message. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt said over the weekend, they started having issues charging their implant (ins). Pt said the ins would be at 30% and when they go to charge, it would not connect to the ins to start charging. Pt said when they could get it to connect, in less than 5 minutes it would display the battery empty, recharge the controller screen when controller battery was still at 90%. Pt also mentioned getting a totally white screen with a red light on the controller. Pt said when they were charging today, the recharger (rtm) got so hot where the cord meets the paddle that it burnt them (pt confirmed it did not leave a mark on their skin). Pt did not have equipment with them to collect serial numbers or for further troubleshooting. Pt will call back when they have all of their equipment for further assistance. Pt called back and mentioned they had to reset their controller when charging their implanted neurostimulator(ins) when their controller screen went white/unresponsive. Pt also said the recharger antenna (rtm) coil "would have burned them" if they had left the coil on their body today because it was getting really hot. Pt said issues started over the weekend. An email was sent to the repair department to replace the rtm.